Manufacturer narrative:
The reason for this revision surgery was the baseplate was at an incorrect angle. The in-vivo length of service for the patient's implant was 12 days. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This surgery has been determined to be non-product related. The root cause of this event was the original surgery had implanted screws that were too long and the baseplate was at an incorrect angle. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the original screws that were used being too long and the baseplate was at the wrong angle. The glenosphere was removed, cleaned and placed back in the patient.